Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed a fever two weeks post implantation. An infection is suspected. No other adverse patient effects were reported.

Manufacturer narrative:
At this time, this ICD remains implanted and in service. No additional information is available. Once any additional information does become available, this report will be updated.